Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported no suture present when the plunger was retracted (suture retrieval issue) was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique prior to an endoprosthesis interventional procedure. The arteriotomy was 8f. Reportedly, when the proglide plunger was retracted, no suture was present. A second proglide device was used with the same results. Two additional proglide devices were placed using the preclose technique. The sheath was upsized to a 18f and the endoprosthesis procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.